Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. The trident 0 deg x3 insert 36mm ID cat # 623-00-36f, lot 32ampa was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "she presented to dr with a mass in early 2009, and increasing pain. She was worked up for infection. In the same month, she had a debridement and further studies all of which were negative for infection. A pathology consult showed a pseudo tumor reaction. After her second surgery (left total hip), she reported a metal sensitivity particularly nickel - of note she had right hip replaced previously with a ceramic head with no complications. Today's surgery was a debridement with poly exchange and femoral head exchanged to ceramic revised femoral head and poly."